Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch connector was repaired during the service call.

Event description:
The customer reported that the 9800 system had a high milliamps error when using the foot switch. No pt injury was reported.